Event description:
Event verbatim [preferred term]. Pen was leaking [device failure] ([blood glucose increased]). Case description: medical device info: class iib. This spontaneous report, received from a consumer in the united states and reported as "pen was leaking and high readings", concerns a (B) (6) male pt treated with novopen 3 insulin delivery device, (first use unk to ongoing) for "insulin-requiring type ii diabetes mellitus". The event occurred on an unspecified date in (B) (6) 2008, while using the product in question. The pt reported that the novopen 3 was leaking and that there was no resistance while depressing the push button. The pt subsequently experienced high blood sugar readings and his wife transported him to the emergency room where he received treatment with intravenous sodium chloride. The event resolved a few hours later and the pt was discharged from the emergency room. Novopen 3 therapy was continued and his physician prescribed novolog insulin (rapid acting insulin aspart) upon discharge. The overall outcome is reported as "recovered". Reporter's causality: unk. Novo nordisk causality: reportable. Company comment: this is an initial report and follow-up is pending.